Event description:
Pt with a history of bilateral fibrocystic disease of both breasts with macrocysts diagnosed in 1974 who underwent bilateral mastectomies with insertion silicone mammary prosthesis. 1976 reconstruction left breast. 1995-ruptured right & left breast silicone implants. Bilateral explantation of silicone implants, bilateral total capsulectomy & bilateral breast reconstruction-insertion radovan tissue expander. 1996-bilateral breast reconstruction using saline implants-bilateral removal tissue expander. 1997-right breast reconstruction with latissimus dorsi muscle flap & saline implant. 2004-bilateral breast reconstruction with saline implants. Explanatation of leaking implants.